Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4). .

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid circumflex artery with moderate tortuosity and moderate calcification, pre-dilatation was performed. A 2.50x23mm rx xience xpedition stent delivery system (sds) was advanced to the target lesion without any resistance noted and intended to be inflated. However, the balloon completely failed to inflate and the physician suspected a balloon rupture occurred. The sds was simply removed from the patients anatomy. Another xience xpedition stent was used to complete the procedure. There were no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue and balloon rupture unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.